Event description:
It was reported that the left ventricular (lv) lead dislodged. It was also reported that there was no capture, a sudden rise in threshold, high impedance, and muscle stimulation. The lv lead was temporarily turned off. It was further reported that the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.